Event description:
On (B)(6) 2024, an eye care professional (ecp) in the united kingdom reported a patient (pt) was diagnosed with a corneal ulcer while wearing an unknown acuvue brand contact lens (cl). The pt reported the event to the ecp on (B)(6) 2024, but advised the office was closed for 3 weeks, so the event date ¿could have been before.¿ the pt had the cl boxes and lenses. No additional medical and product information were known at the time of the call. Calls were placed to the ecp on (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024 for additional medical and product information, but nothing additional was received. It is unknown which eye was the affected eye. The suspect product will be reported as an unknown acuvue product. The date of event is being reported as (B)(6) 2024 as the exact date of the event is unknown. The suspect lot number is unknown. It is unknown if the suspect cl is available for return for evaluation. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.